Manufacturer narrative:
(B)(4).sample not available as patients discard supplies after each therapy.

Event description:
On (B)(6), 2010 product surveillance contacted peritoneal dialysis (pd) nurse regarding the low drain volume alarm. The nurse stated that the homechoice patient was in the hospital last week due to peritonitis. Date of peritonitis was (B)(6) 2010. Patient was hospitalized from (B)(6) 2010 to (B)(6) 2010. Patient was treated with two grams of intraperitoneal antibiotics. The pd nurse stated the cause of peritonitis was unknown, that it was not related to any baxter products or solutions. The patient has recovered from the peritonitis. This is complaint three of five related complaints.